Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image capture flooding, flooding due to cable scratches, main body flooding, electrical contact corrosion and scope mount corrosion. Based on the results of the investigation, the definitive root cause of the issue could not be determined but it is likely following lead to the malfunctions were due faulty cable and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited poor image quality and out of focus. The issue occurred during beginning of a therapeutic procedure of transurethral resection of bladder tumor. The procedure was completed using a similar device there was no report of patient harm.

Event description:
It was reported that the camera head exhibited poor image quality, out of focus. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.